Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer reported the alarm did occur during manual prime. Customer was advised possible connection issue or occlusion in tubing or reservoir could lead to no delivery alarm. Customer's mother stated she has changed everything and has continued to alarms. Customer's mother stated she threw away the product at the healthcare office. Customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The insulin pump had cracked case at the display window corner and minor scratched display window.